Event description:
In 2005 pt presented to the ER with complaints of sob, cp and pulmonary edema. Echo was performed which showed critical prosthetic aortic stenosis. Pt was taken to surgery where he underwent aortic valve replacement. Physician surprise by the relative short life of the tissue valve.